Event description:
Acct. Reports that the adelberg clamp was set for "halfway" to run for 3-4 hours and yet the unit of blood ran in within 15 minutes. States there was no pt injury. States they have since changed their procedure and no longer can run blood without a pump.